Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 21077332.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances despite reprogramming. The patient underwent an explant procedure wherein all device components were explanted. No further information has been obtained despite good faith efforts.